Manufacturer narrative:
The laser equipment worked properly during the procedure. It can not be determined what caused the infection or if it occurred during or after treatment.

Event description:
Pt developed cellulitis at tattoo removal region after first procedure. Pt was prescribed antibiotics. Pt reported that he is healed, but may have some scarring in the area of cellulitis.